Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment for repair of another manufacturer's stent graft. This patient was originally treated with another manufacturer's stent graft for the repair of an abdominal aortic aneurysm many years ago. It was reported the other manufacturer's stent graft was found to have migrated and it was approximately 2 cm below the renal arteries. The aneurysm was 67 mm in diameter. The aortic neck was 24 mm in diameter at the renals and dilated to 31 mm just above the aneurysm and it was 2.3 cm in length. The patient also had a type ii endoleak. The decision was made to repair the aneurysm with an endurant stent graft system and the procedure was successful. A follow-up scan was done and showed there was a proximal type I endoleak and the aneurysm had gone up to 72 mm in diameter. The physician did not want to attempt further endovascular repair and elected to explant the stent graft. The explanted stent grafts were discarded by the user facility. A dacron gr aft was sewn to replace the abdominal aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, removal of implant). (Unknown interaction with another manufacturer's devices may have contributed to this event). Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Conclusion: unknown interaction with another manufacturer's devices may have contributed to this event). Device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).